Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the error code e105 could not be identified. However, it is likely the cause is related to design defects of the faston terminal. The defect is associated with the design change of the faston terminal. The design change was confirmed to have been made on may 27, 2014. This also confirms that the reported device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to olympus representative (rep) and provided the device part number (maj-1817). The rep requested assistance on how to replace the bulb. Tac advised to send the device in for the bulb replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the video system center had an error code e105. There was no harm or user injury reported due to the event.